Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported that 1 month ago she stopped using her scs therapy due to increased pain at implant site. Impedance check and connectivity check done- all within normal limits. The hcp checked skin at ins site implant location and noted that all was within normal limits. The rep offered to turn scs back on and reprogram pt but pt declined. She reported that since the implant she has not had sufficient pain relief, nor did that change after several reprogramming sessions. Pt was no longer interested in having system implanted. The hcp agreed to explanation scs system in the near future.